Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level. Customer¿s low blood glucose was 46 mg/dl. The blood glucose level was 203 mg/dl. Customer treated with food and glucose tablets for low blood glucose. Troubleshooting was performed for low blood glucose. The product will not return for the analysis.